Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an inability to ventilate when requested. The unit was switched to manual mode and then back to mechanical to complete the case. No reported patient injury.

Manufacturer narrative:
There was apparently no failure of the unit and in fact this was a user error. Additional information received from the customer reveal there was no failure of the unit. The reported event was due to a user error.